Event description:
Pt reported that she changed the insulin cartridge and attempted to start the infusion device, but the check button would not function. No alert or error messages were displayed on the infusion device. Pt replaced the battery, but this did not resolve the issue. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.